Event description:
During a routine 6 week follow-up to a c4/5-c5/6 acdf, physician identified in x-ray that the inferior two screws had backed out of the plate. The pt did not report any discomfort. Revision surgery was performed to replace the instrumentation.

Manufacturer narrative:
The device was returned to nuvasive on august 4, 2006 and a visual examination was performed, including an evaluation of the plate, locking caps and fixed screws. The root cause of the screws backing out could not be determined. Nuvasive gradient plus product labeling indicates that "the pt must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."